Manufacturer narrative:
User reportedly dropped a remote that fell under their bed. The consumer raised the bed then leaned over the bed in attempt to reach the remote between the raised bed frame rails. The user heard a noise and the bed broke. The user caught their arm between the frames. Current user guide covers this area. Nature of complaint indicates improper device loading is likely the cause of this incident. There is no history to suggest a product problem. Dealer had gone out and serviced the bed. MDR filed as a conservative measure based on alleged injury to their hand.

Event description:
The consumer states the bed was in the up position against the wall when the remote fell behind the bed. The consumer reached to get the remote when she allegedly heard a pop and the bed broke. The bed allegedly fell on the consumer's arm, allegedly resulting in injury.

Event description:
The consumer states the bed was in the up position against the wall when the remote fell behind the bed. The consumer reached to get the remote when she allegedly heard a pop and the bed broke. The bed allegedly fell on the consumer's arm, allegedly resulting in injury. The condition of the return on (B)(4) 2011 shows that although the complaint describes a bed and lists a serial number (B)(4) for a bed end, none of those items were returned, rather, a motor that operates a value care bed was returned. The plastic housing of the motor was dirty and showed a lot of scuff marks. The reason for the return was "the consumer states the bed was in the up position against the wall when the remote fell behind the bed. The consumer reached to get the remote when she allegedly heard a pop and the bed broke. The bed allegedly fell on the consumer's arm, allegedly resulting in injury." The visual result analysis on (B)(4) 2011 shows the single motor consists of a head motor an d a foot motor in a single housing. The head and foot are labeled on housing. There is scuffing on the bottom of the foot section. A piece is broken on head section where the slide cap is installed. The functional result analysis on (B)(4) 2011 shows the returned motor was installed on a value care bed frame and powered on. With no load on the bed, the head section was articulated several times without issue. This was repeated with the foot section but the foot motor did not function. The bed was then loaded with 220 pounds evenly distributed and articulated with same results. The head section functioned properly and the foot section did not function. The pendant was replaced and the bed articulated with the same results; the head section functioned and the foot did not function. Conclusion: the single motor functioned on the head section but not on the foot section. We are not able to determine why the foot motor does not function. We are not able to determine why the bed broke as it was not returned. We do know if the motor assembly including the slide cap is not installed onto the bed properly as described on pg 24 of the operator's manual, the motor could become detached from the bed.